Event description:
Stryker smoke evacuation filter prong connection was broken when removed from package. Prong connection is the portion on the filter that has a label over it stating remove prior to installation.